Event description:
It was reported that upon start up of the programmer, when testing prior to loaning programmer to a customer, an error message was received. The programmer was rebooted and the error code was cleared. Technical service support suggested run of the service diskette. It was also reported that after repeated stylus calibration and use of new stylus, touch screen was malfunctioning and not providing accurate response. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The touch screen was malfunctioning. The stylus was found damaged.